Event description:
It was reported that the user initially paired a freestyle libre 3+ sensor with the manufacturer¿s app instead of the ilet mobile app, which resulted in the sensor being in use by another device and prevented connection to the ilet pump; the user then applied a new sensor and successfully paired it through the ilet app, after which the pump displayed a warmup period. User experienced no glucose data available on the pump during the initial pairing attempt with no adverse clinical symptoms reported. Outcomes included restoration of expected warmup behavior after correct pairing and education with no health impact. User support included guided troubleshooting and education to ensure the sensor was scanned using the ilet app. Investigation of this case revealed that the sensor had been bound to a different application, which prevented data communication to the pump until a new sensor was paired correctly through the ilet app. It was concluded, based on previously established findings for similar reports, that user setup error related to pairing workflow caused the event.